Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A mayfield ultra base unit (a2101) was found to have movement between the transitional and swivel during setup for a cervical procedure. The a2101 was in a fixed position and the a1018 (swivel adaptor) had rounded small starburst teeth. The problem was described as, "the teeth were wearing down and not all of them were making good contact." The surgeon declined to use another skull clamp for the procedure. The unit was in contact with a patient; however, there was no incident, patient injury or malfunction that occurred with its use during the procedure.